Manufacturer narrative:
The following sections could not be completed with the limited information provided. Date of birth - na. Patient weight - na. Date of event - ni. Expiration date - na. Date implanted - na. Date explanted - na. Manufacture date ¿ ni.

Event description:
It was reported the tibial articular surface provisional broke. No known patient involvement.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned provisional found a fracture on the medial side, confirming the complaint. The fragment was missing and contained the lot. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.